Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 2 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented on (B)(6) 2016 with hemolytic urine (hematuria) over the last approximately 7 days. The patient¿s lactate dehydrogenase (ldh) level was 1440 u/l and inr was 2.3. An echocardiogram revealed that the aortic valve opened intermittently, no issues were reported. X-ray images showed that the inflow cannula tip was slightly directed towards the free wall of the left ventricle. The following day, on (B)(6) 2016, the hemolytic urine was reportedly gone. The patient¿s ldh was 1380 u/l and inr was 2.6. The patient was reportedly well and had no signs of heart failure. A cardio CT scan performed on (B)(6) 2016-showed shadows along the inside of the outflow graft lumen. The patient was treated with an enhanced anticoagulation regimen with clopidogrel. On (B)(6) 2016, the patient's ldh was down to 600 u/l. The patient was subsequently discharged home. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported hematuria and elevated lactate dehydrogenase level could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.